Event description:
Pt's mom states she filled personal steam inhaler with 2/3 cup of water, secured the attachment for the facial inhaler and turned the device on. The pt decided she did not want to use the steam inhaler, so her mother turned the device off. After a minute later, she picked up device after making sure it was secure. The facial attachment/lid detached from the device causing scolding hot water to pour on pt's left arm and left leg. Pt's mom took her daughter to the pediatrician which diagnosis her daughter with a 1st degree burn approx 8-10 inches long on her left arm and a 2nd degree burn approx 8 inches on her left leg. The pediatrician prescribed ointment, and bandage for pt. Pt also went to a dermatologist which prescribed a burn film bandage, and antibiotics to prevent infection. The pt's mother describes the burn on her daughter's leg as "blistering, skin falling off, purple in color, skinless and oozing." Pt mom said she has used his product several times within the past year and has never had this issue before.